Event description:
The user reported that the roller clamp is not stopping the flow of fluid tot he patient. As a result the patient received 250 units of saline, which was a larger volume than intended. The infusion was not detrimental to the patient as the patient remained hemodynamically stable and no treatment was required. No harm or injury was reported. The user reported two defective devices but did not provide any specific clinical information for the second event. This is one of two reports for the complaint; 1721504-2012-00025 - this report, 1721504-2012-00026.

Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A follow-up report will be submitted if more information becomes available.